Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
The olympus representative reported (on behalf of the customer) that the evis lucera elite gastrointestinal videoscope angulation was reduced. There were no reports of patient harm. During evaluation of the returned device, it was found that there were foreign objects in the nozzle and therefore is considered a medical device report (MDR). This MDR is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation of angulation was reduced was confirmed. In addition to foreign objects in nozzle finding, the additional evaluation findings are as follows: due to wear of the angle wire, bending angle in up direction did not meet the standard value, due to wear of angle wire, the play of up and down knob was out of the standard value, adhesive on bending section cover had white-clouded area, and the image guide protector had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.